Event description:
On december 7 2019, the lay-user/patient contacted lifescan (lfs) alleging that her onetouch ultramini meter read inaccurately high. The complaint was classified based on customer service agent (csa) documentation. The patient reported that the issue occurred on (B)(6) 2019 and that she had obtained results on the subject meter that were ¿50 points higher¿ when comparing to results obtained on another device. In addition, the patient stated that she felt the results were inaccurately high when comparing to her a1c result of 4.9. The patient manages her diabetes with lantus and humalog insulins and denied making any changes to her usual diabetes management routine in response to the alleged issue. The patient reported that on (B)(6) 2019 at an unspecified time after the issue occurred she developed a symptom of ¿incoherent¿ and the emergency medical services were called who tested her blood glucose, which gave a result of ¿15-18mg/dl¿ and she was treated with IV glucose. During troubleshooting the patient did not specify if the meter was set to the correct unit of measure or if the test strips had expired or been stored correctly. Replacement products were sent to the patient. This complaint is being reported as the patient developed symptoms suggestive of a serious hypoglycemic event and required medical intervention after the alleged device issue occurred.